Manufacturer narrative:
The remote clinical support specialist informed the customer of the following: ¿referenced pg: 6-8, rev c.03 picix IFU: note ¿ for intellivue patient monitors, both the monitor and the information center must be configured to allow acknowledgment of bedside-generated alarm conditions. Customer wants to know if there is anyway to review that alms were acknowledged. Explained, how the clinical audit trail functions for this very matter. Customer requested a copy of the audit log instructions/explanation listed above. Confirmed em address/sent both items via case em to cu.¿ based on the information available and the testing conducted, the device was functioning as intended and there is no malfunction on the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the patient alarms did not go off on central station. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
Follow up report to correct product information.